Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was a hair on the sterile packaging. A 1.25mm rotalink plus was selected for use. During preparation, a piece of hair was noted in the sterile packaging when opened on the sterile field. No patient complications were reported.

Event description:
It was reported that there was a hair on the sterile packaging. A 1.25mm rotalink plus was selected for use. During preparation, a piece of hair was noted in the sterile packaging when opened on the sterile field. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The product was returned consisting the rotablator plus device with no packaging. The advancer unit and burr unit were received together. The advancer and handshake connection were visually and microscopically examined. There is no damage to the advancer, advancer knob or handshake connection. The packaging was not received and therefore the foreign material/hair was not confirmed. Inspection of the device presented no damage or irregularities.

Event description:
It was reported that there was a hair on the sterile packaging. A 1.25mm rotalink plus was selected for use. During preparation, a piece of hair was noted in the sterile packaging when opened on the sterile field. No patient complications were reported.